Event description:
It was reported that during the implantation of an intraocular lens (iol) into the left eye, surgeon noticed leading haptic caused posterior capsule (pc) rupture and vitreous prolapse. The lens was removed intraoperatively, an anterior vitrectomy was performed, and a different model iol was implanted into the sulcus. Patient reportedly doing okay. Additional information was requested but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.